Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. Device evaluation: upon evaluation of the returned pump, a thrombus was found within the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, examination of the distal-side of the inlet stator revealed a small, dark red thrombus formation surrounding the inlet bearing cup. A specific cause for the observed thrombus formation could not be conclusively determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. There was no assumption from the customer that the death was device related. No additional information was provided. During the manufacturer's investigation of the returned pump, thrombus was found.

Manufacturer narrative:
Approximate age of device - 4 years.